Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to the built-in reader. Customer reported receiving a sensor scan result of 130 mg/dl and subsequently feeling dizzy and experiencing a loss of consciousness. When customer regained consciousness, a reader result of 50 mg/dl was obtained and customer was treated by her boyfriend with orange juice. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to the built-in reader. Customer reported receiving a sensor scan result of 130 mg/dl and subsequently feeling dizzy and experiencing a loss of consciousness. When customer regained consciousness, a reader result of 50 mg/dl was obtained and customer was treated by her boyfriend with orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.